Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console tripped a circuit breaker causing the system to shut off. As a result, the user had to use the hand crank for the remainder of the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.